Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and was told that after the case, they did not experience the issue again. The fse closed the ticket as a phone fix. The system was working properly, and no site visit was required.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while controlling a sureform 45 stapler, universal surgical manipulator (usm) 3 moved on its own. The surgeon's hand was on the master tool manipulator (mtm) at the time the issue occurred. The staff moved the instrument to usm 1 and did not encounter any issues. The staff installed a new instrument on usm 3 and no longer had controlled issues. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. Swapping the instrument to a different arm resolved the issue and the site confirmed the issue did not persist.

Event description:
Refer to h11 for follow-up information.